Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). Motor passed motor test. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose was 189 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.